Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery, the rasp was fractured distally, but no fracture was found in the patient's medullary cavity at that time, the specific time and location of fracture were unknown. No additional information is available.

Manufacturer narrative:
UDI#: (B)(4). The event is confirmed with product received. Visual inspection identified that approximately one inch of the distal end had fractured off. The fractured portion was not returned. The cutting edges were dull and damaged. The material hardness was conforming to print specifications. The product exhibits wear and tear. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.